Manufacturer narrative:
Motor error alarmed during rewind due to corroded on motor home switch. No moisture damage found on electronic assy. Unit received with scratched on display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.